Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Fracture portion of screw also identified in the implant drive feature. Bone residue presented on the external threads of the implant. Pre-existing patient condition was type ii (moderate) bone density. However, tooth location and duration of placement were unknown due to limited information provided by customer. The reported event could not be recreated due to the nature of the dental device and event (fracture). Customer provided an image of x-ray, devices fractured seen as per visual evaluation of the x-ray image. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 60980624. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60980624) for similar events, and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported events were confirmed. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
The implant will be removed on june 28th and will immediately be placed. The tm indicated "I need to know if the replacement implant has been shipped out ¿ they are removing the fractured implant and screw and immediately putting in the new implant on monday. The doctor will send the fractured implant and screw once it is removed."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that when the doctor went in to retrieve the broken screw, he discovered that the actual implant was fractured and pieces of the implant were actually coming out. This implant with the fracture will need to be removed. The doctor will be removing the fractured implant and will be replacing it with the same size. Tooth location not reported.